Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance, which resulted in a code 1005. This code indicates that there was an open circuit condition during the shock delivery. The device was explanted as a result. This lead remains in use. No adverse patient effects were reported.